Event description:
The reporter stated that the unit was pumping too fast. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The unit was received in a condition that prevented initial flow testing. The pump was repaired and retested and delivered as programmed. There were several error alert conditions in the pump history that had stopped the infusions.